Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report an emergency room visit on (B)(6) 2016 due to high blood glucose levels. The customer's reading was 560 mg/dl, but was 152 mg/dl at the time of call. The customer's symptoms included nausea and difficulty breathing. The customer treated with manual injections. The customer was wearing the device at the time of visit. The customer was released from the hospital the same day after her blood glucose reading had gone down. The cause of the event was due to air bubbles. The customer needed assistance with changing out her infusion set. The customer was assisted and nothing was replaced or returned.